Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Next course of action is undetermined at this time.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.